Event description:
The customer states that the adult paddle electrode is unable to attached to the pediatric paddle (paddles cable). Customer states no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.